Manufacturer narrative:
This report is based on information provided by philips field service engineer (fse) and with an investigation documented by philips complaint handling team. Philips received a complaint on the efficia dfm100 defibrillator indicating that the device adapter cable is damaged. The device was evaluated by a philips fse at the customer's site. Based on the results of the analysis and the testing conducted, it was determined that the product has malfunctioned and the cause of the reported problem was a defective pads adapter cable. The issue was resolved by the replacement of the defective pads adapter cable and the device was returned to service. Based on the information available and results of additional analysis, no further action is necessary at this time. The data entered in this complaint record will be utilized for product quality and safety improvements per the post market surveillance and risk management processes. If additional information is received, the complaint file will be reopened for further investigation.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
It was reported to philips that the adapter cable exhibited damage. There was no reported patient involvement. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.